Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2016, 2556 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (unilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2016, 2556 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (unilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal"), ruptured ectopic pregnancy ("ruptured ectopic pregnancy") and ectopic pregnancy with contraceptive device ("ectopic pregnancy with contraceptive device") in a 39 year-old female patient who had essure inserted for female sterilisation. Product or product use issues identified: lack of drug effect ("lack of drug effect"). The patient had a medical history of ovarian cyst, pelvic pain female, dry skin, hair loss, hemoperitoneum, abdominal pain, depression, anxiety, nickel allergy, right lower quadrant pain, parity 3 and multi gravida. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2016, 2556 days after essure insertion and 316 days after its most recent use, she underwent medical device removal (seriousness criterion intervention required). An unknown time later she experienced ruptured ectopic pregnancy (seriousness criterion medically important) and ectopic pregnancy with contraceptive device (seriousness criterion medically important). The patient was treated with surgery (unilateral salpingectomy). At the time of the report, the outcomes for medical device removal and ruptured ectopic pregnancy were unknown. Pregnancy related information: retrospective report. Last menstrual period was on (B)(6) 2014 and the estimated date of delivery was on (B)(6) 2015. The reporter considered ectopic pregnancy with contraceptive device, medical device removal and ruptured ectopic pregnancy to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2015: surgical pathology report: specimen(s) receiveda: right fallopian tubeb: essure device final diagnosisa. Fallopian tube, right; salpingectomy:- fallopian tube without significant pathological findings.b. Essure device:- gross evaluation: specimen is received fresh with proper patient identification labeled"essure device "and consists of minute fragments of tissue measuring 0.2 x 0.1x 0.1 with small wire localized in it . [Ultrasound scan] on (B)(6) 2015: us pelvis with endovaginal clinical indication: pelvic pain, h/o essure (unilateral, right). Last menstrual period was 12/13/14. Patient has had left fallopian tube removed for ectopic pregnancy. Comparison: none available. Technique: transabdominal and endovaginal sonography was performed findings: echogenic essure device is seen adjacent to the right ovary. Impression: issuer device seen adjacent to right ovary. 1.1 cm right ovarian hyperechoic lesion may represent a dermoid. Final result: clinical indication: pelvic pain, h/o essure (unilateral, right).patient has had left fallopian tube removed for ectopic pregnancy. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: ectopic pregnancy with contraceptive device and ruptured ectopic pregnancy and drug ineffective. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-nov-2023: medical record received. Reporters information added. Patient medical history and lab data added including pathology test.non drug treatment updated. Events ectopic pregnancy with contraceptive device and ruptured ectopic pregnancy and drug ineffective added. Indication added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of salpingectomy (operative laparoscopy with left salpingectomy and evacuation of a large hemoperitoneum.) And ruptured ectopic pregnancy in 2008 and ovarian cyst, pelvic pain female, dry skin, hair loss, hemoperitoneum, abdominal pain, depression, anxiety, nickel allergy, right lower quadrant pain, parity 3 and multi gravida. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2015, 2240 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (unilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepancy noted: essure removal date according to legal claim is (B)(6) 2016 and according to mr is (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2015: surgical pathology report: specimen(s) received a: right fallopian tube b: essure device final diagnosis a. Fallopian tube, right; salpingectomy:- fallopian tube without significant pathological findings. B. Essure device:- gross evaluation: specimen is received fresh with proper patient identification labeled"essure device "and consists of minute fragments of tissue measuring 0.2 x 0.1x 0.1 with small wire localized in it . [Ultrasound scan] on (B)(6) 2015: us pelvis with endovaginal. Clinical indication: pelvic pain, h/o essure (unilateral, right). Last menstrual period was (B)(6) 2014. Patient has had left fallopian tube removed for ectopic pregnancy. Comparison: none available. Technique: transabdominal and endovaginal sonography was performed findings: echogenic essure device is seen adjacent to the right ovary. Impression: issuer device seen adjacent to right ovary. 1.1 cm right ovarian hyperechoic lesion may represent a dermoid. Final result: clinical indication: pelvic pain, h/o essure (unilateral, right).patient has had left fallopian tube removed for ectopic pregnancy. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 09-jan-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.